Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that one of the batteries was removed from service. Patient weight and initial reporter were also indicated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one of the batteries was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (con406770) and three (3) batteries (bat651611, bat931105, bat931103) were not returned for evaluation. Log file anal ysis revealed a controller power up event logged on 01/jun/2021 at 17:56:24. The data point prior to the loss of power revealed that bat931103 was connected to power port one (1) with 67% relative state of charge (rsoc) and bat931105 was connected to power port two (2) with 19% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port (1) and bat931105 was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. Analysis of alarm log file revealed multiple critical battery alarms due to communication errors involving bat931105 and bat651611. Additionally, review of data log file revealed multiple instances involving batteries bat651611 and bat931103 where the batteries' relative state of charge (rsoc) were between 101-201, which is indicative of communication errors. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on bat651611 in accordance with the requirements under fsca cvg-18-q4-19 on 03/sep/2019. Batteries bat931105 and bat931103 were lubricated prior release. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: bat651611 d9: no h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: bat931105 d9: no h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: bat931103 d9: no h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date:31-oct- 2019/ serial #: (B)(4) UDI #: (B)(4) device evaluated: no, device evaluation anticipated, but not yet begun mfg date: 06-oct- 2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date:31-dec- 2021/ serial #: (B)(4) UDI #: (B)(4) device evaluated: no, device evaluation anticipated, but not yet begun mfg date: 05-dec- 2020 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date:31-dec- 2021/ serial #: (B)(4) UDI #: (B)(4) device evaluated: no, device evaluation anticipated, but not yet begun mfg date: 05-dec- 2020 labeled for single use: no. (B)(4). Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power. It was further reported that one battery exhibited multiple critical battery alarms and communication errors, a second battery exhibited multiple critical battery alarms and a third battery exhibited communication errors. The controller and batteries remain in use. No patient complications have been reported as a result of this event.